Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2021. On (B)(6) 2022 a full system explant occurred due to unspecified back pain above scs battery site.